Event description:
It was reported that a trek balloon catheter was advanced to the moderately tortuous, left anterior descending (lad) coronary artery, mildly calcified lesion. Following, inflation was attempted; however, the balloon did not inflate as expected. The balloon was fully deflated and removed without issue from the patients anatomy. Once outside the patients anatomy, the physician tested the device. The balloon inflated as expected, however, the balloon was then unable to deflate. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to inflate was not confirmed. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.